Event description:
Stent dislodged from balloon upon access through the sheath. No harm to pt.

Manufacturer narrative:
We are awaiting the return of the device for investigation and upon completion of the investigation a follow up report will be submitted.